Event description:
Caller reported a malfunction on the pump identified as malf 12, which was resettable and did not recur after assistance from technical support. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully performed the reset. It was advised to continue using the pump, and the customer was instructed to call back if any issues reoccurred.